Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not hold the clips, and the clips would fall off. The medium-large clip applier could not be used as intended as the jaws would not hold the clips. A fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/accessory was inspected prior to use and showed no signs of damage or abnormality. During its first use, while performing a duct clipping task, the surgeon experienced an instrument failure that resulted in a device fragment falling into the patient. The issue was noticed during the procedure, despite no collisions with other instruments or hard materials. The instrument was removed before breakage, with the wrist straightened, and the fragment was retrieved with a grasper. All fragments were confirmed to be retrieved and no additional surgical procedures or post-operative tests, such as x-rays or ultrasounds, were required. The procedure was completed by opening a new clip applier, with no injury to the patient and no subsequent hospital visits due to complications from a foreign object. The instrument was returned to isi, but the clip was not saved, and no photographic images or video recordings are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.98mm. The grips were not found to be cracked. Additional patient demographic information: body mass index (bmi) of 31.72 kg/m2.